Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent button response due to corroded keypad traces. Motor error alarm noted during rewind due to corroded motor home switch. There was also a corroded electronic assembly noted during visual inspection. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and unresponsive keypad. The customer's blood glucose reading was 112 mg/dl. The customer stated the insulin pump was exposed to ocean water. The keypad is now unresponsive and there is moisture under the lcd. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.